Event description:
It was reported that the system 9300 went blank during a procedure. Procedure was completed without the use of a c arm. There was no adverse patient involvement reported. All reported patient info has been recorded.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the fruse on the igbt snubber board had opened. Igbt snubber, generator driver, and high voltage regulator circuit boards were suspected of being defective and were replaced. The filament was calibrated and the output verified. The system was tested and found to be working as intended and placed back into service.